Event description:
The adaptor device used between vent tubing and et tube or trach tube has changed from 1/2" to 1/4" and pops open frequently causing loss in volume and body fluid exposure to employees.